Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the screws that hold the plate were loose and one screw was completely loose inside the housing. It was further determined that the coupling head was worn and triggers were sticking. Therefore, the reported condition was confirmed. It was noted that the electronic control unit contacts had some corrosion, the electric motor was running loud and the trigger and internal components were corroded. The assignable root cause was determined to be due to component wear and loctite degradation. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance/testing, it was discovered that something was loose inside the small battery drive device. During in-house engineering evaluation it was found that the screws that hold the plate were loose and one screw was completely loose inside the housing. It was further determined that the coupling head was worn and triggers were sticking. It was noted that the electronic control unit contacts had some corrosion, the electric motor was running loud and the trigger and internal components were corroded. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.